Event description:
User experienced ise calibration issues, high co2 results, and low sodium and potassium results for 4 patient samples. 3 of the 4 samples gave discrepant results. Sample 1, initial potassium result was 4.61; same sample repeated on (B) (6) 2010 gave a result of 5.47 mmol/l. Sample 2, female, initial sodium result was 132; same sample repeated on (B) (6) 2010 gave a result of 155 mmol/l. Sample 3, male, on (B) (6) 2010 initial potassium result was 4.16; repeat on (B) (6) 2010 gave a result of 5.06 mmol/l. Co2 results provided were accompanied by data flags alerting the user there was a potential problem with the results and retesting was required. No erroneous results were reported out of the lab and no patients adversely affected. Sodium and potassium electrode lot numbers were not provided. The field service representative adjusted the rinse flow mechanism which resolved the issues with sodium, potassium, and co2. Controls for sodium and potassium are acceptable and patient results on repeat match instrument was verified to be performing within specification. Customer reports no further issues.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.